Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reporting during an endoscopic retrograde cholangiopancreatography (ercp)/ esophagogastroduodenoscopy (egd) using an evis exera iii duodenovideoscope with a single use distal cover, mucous was found behind the distal cover upon removal. There were no adverse effects to the patient and no treatment/intervention was required as a result of this occurrence. The patient¿s current condition is reported as ¿within normal limits¿. There was no abnormality in the appearance of the scope/distal cover before or after the procedure. The lot number for the maj-2315 used in the case is not available. No images can be provided to aid in the investigation. The physician stated that he does normally use continuous suction while retracting the scope. The olympus territory manager went onsite and observed the physician perform another procedure. During this procedure, the physician did not use continuous suction upon withdrawal of the scope, and no mucosa was found in the pre-cleaning water. Case with patient identifier (B)(6) reports the scope used in the procedure case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Furthermore, it has been found from the examination by CAPA no. Omsc-hq-153-19 that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. In addition, the root causes have been identified as follows: 1. Starting the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). 2. Removing the endoscope with the tip adsorbed on the mucous membrane by suction operation olympus will continue to monitor field performance for this device.